Event description:
It was reported that a user experienced recurrent low blood glucose episodes while using the ilet during yardwork and other exertional outdoor activities, including after acknowledging meals, with lowest readings in the 60s and device low alerts occurring; the user did not use the activity pause feature during these events and required assistance in at least one prior episode, while more recent events were self-treated with fast carbohydrates such as dark chocolate or a protein drink. Symptoms included sweating. Outcomes included transient hypoglycemia without loss of consciousness, seizure, medical intervention, or hospitalization, and glucose was corrected within 90 minutes. Investigation included customer service troubleshooting and education regarding use of the ilet activity pause feature to mitigate exertion-related hypoglycemia. Investigation of this case revealed no device malfunction and suggested exertion-related insulin sensitivity and dosing dynamics as a plausible contributor, with cause remaining unclear. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.